Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high shock impedances ongoing for a while. The physician suggested at device elective replacement time that he would also add another rv defibrillator lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.